Manufacturer narrative:
(B)(4). A service history review revealed that this device has been serviced two times prior to this event. The device has not been previously sent into service for the reported condition of "error 18:115:885:0380." Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the device is not available for evaluation, therefore the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with error 18:115:885:0380; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.